Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the connection screw for unt, end cap, did not fit and the screw broke. The screw was placed with pliers, at the time of introduction in pt, the screw broke inside the nail. Additional info has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes gmbh. Report received indicates the connecting screw has visible signs of scratches and a partly worn out thread. The review of the material and manufacturing documents revealed that the product is in compliance with its specifications. The exact cause for this occurrence cannot be determined. The instrument was manufactured according to the specifications. (B)(4): placeholder.